Event description:
Additional information received noted that programming changes were performed. There were no patient consequences.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited post-paced t wave oversensing. No interventions were performed. The patient's condition was unknown.